Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No further information is expected as the consumer declined to provide the surgeon contact information and declined to provided further information about himself. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant surgery, he was experiencing "very bad vision". One month postoperatively, the lens was surgically rotated and it still did not improve his vision. His surgeon told him there's nothing wrong with the lens and due to his high astigmatism, "he can¿t get it any better than that". The consumer indicated he went to another surgeon who, informed him that the lens was warped and exchanged the lens with another type of lens and his vision improved considerably. No further information is expected as the consumer declined to provide the surgeon contact information.